Event description:
Device 2 of 2 reference MFR. Report#: (B)(4). Additional information gathered revealed the patient's scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR. Report#: 3006705815-2020-33005. It was reported the patient was unable to set their ipg into MRI mode due to high impedance being present. Also, due to the high impedance the patient was unable to receive adequate stimulation due to autoreducing. Once therapy was turned off by the patient, it was unable to be restored. The patient plans to have their scs system removed to undergo an MRI for an unrelated health issue.